Manufacturer narrative:
(B)(4). Date sent 1/15/2025. D4 batch #829c46. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with an gst45d reload loaded on the device. The reload was received partially fired 1/4. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 829c46, and no non-conformances were identified.

Event description:
It was reported that during a partial pneumonectomy procedure, when trying to lung parenchyma dissection, the knife stopped. The device could not be fired. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. The exact date of the event was unknown. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 12/30/24. D4: batch #unk. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? The knife was stopped. The detail was unknown. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? The knife was stopped. The detail was unknown. Or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open n/a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished pcee45a, with lot/batch number c9dj0z, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.